Manufacturer narrative:
(B)(4). Retainer ring = black. Insulin pump p-cap / test reservoir locks in place properly. The insulin pump was received with a blank display due to moisture damage on the stack electronic assembly pcba1 and a2. The pump was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.